Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in the a and e area. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding due to the brakes being out of adjustment. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician adjusted the brakes to resolve the issue. Based on this info, no further action is required.